Event description:
A user facility reported to olympus, the high flow insufflation unit exhibited blackout screen. The event occurred during preparation for use, prior to a laparoscopic surgery procedure. It was reported that the procedure was completed using similar device and patient was not under anesthesia. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. The evaluation reported that the reported issue was caused by faulty circuit board. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the front panel alarm sounded and the screen blacked out at startup due to a faulty circuit board. However, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.